Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to an unknown product performance anomaly. A new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Correction to field h6c: device codes.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to an unknown product performance anomaly. Additional information received indicates that one of the leads was attempted due to a wire breaking through the spiral, and the other lead was attempted due to patient anatomy. A new lead was implanted. No adverse patient effects were reported.